Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the main board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.